Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test and displayed an unk "battery fail 00100000" error message. Complainant indicated that there was no pt involvement in the reported malfunction.